Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a redo atrial fibrillation procedure, after transeptal access and inserting the sheath, a blood leak was noticed in the valve. The procedure was able to be completed with no adverse patience consequences without replacing the sheath.